Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical japan evaluated the device and the device performed to specification. The log review confirms that the device worked as expected. In both instances where the device was charged and did not deliver a shock, either rescue mode was exited or the user pressed an energy select key internally discharging the energy within the device. The device passed all functional testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.